Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. Per data log review: the system log covers from (B)(6) 2021. There is no indication in the log that the user was notified of "batteries have exceeded 2-year service life". If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'batteries have exceeded 2-year service life' message earlier than expected. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.